Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Created because of change in following meaningful field(s) : classification code as investigated, data analysis summary.